Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient was wearing pod on the arm between 37 and 48 hours. On (B)(6) 2026, patient fell and impacted the pod site. Patient had pain, swelling and a red, hot lump near the cannula. Blood glucose increased to 24 mmol/l (432 mg/dl). Patient removed and deactivated the pod and applied a new pod to the abdomen. On (B)(6) 2026, patient sought medical attention with a general practitioner, and on (B)(6) 2026, patient presented to the emergency department. Patient was diagnosed with abscess and wound infection. Evaluation included ultrasound and vital sign assessment, and antibiotic therapy was prescribed. Patient was not wearing the pod at the time of medical evaluation due to site reaction.